Event description:
It was reported that there was vegetation on the right atrial (ra) lead and the right ventricular (rv) lead. It was also reported that the ra lead became dislodged just prior to being explanted and the rv lead was difficult to remove. Both leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.